Event description:
It was reported that the device was used during a posterior lumbar innerbody fusion. The device was being used on the tissue around the bone. The hook broke off during the cleaning process. This occurred at the end of the case and so another device was not required. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 2/26/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.